Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Lot number unknown. Date of original implant was reported as an unknown date in (B)(6) 2014. Device remains implanted in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient experienced neck pain. The surgeon discovered the patient was not healing at levels c6-c7 and there was nonunion. The patient subsequently underwent revision surgery. Originally the patient underwent an anterior cervical fusion at levels c4 - c7 on an unknown date during (B)(6) 2014 using the synthes cervical spine locking plate (cslp) system. The patient reported the post-operative neck pain and nonunion was discovered at levels c6-c7. The patient was returned to operating room on (B)(6) 2015 where the surgeon performed a posterior cervical fusion using the synthes synapse system. No issues were noted with the cslp hardware. The original cslp hardware was not explanted and remains implanted in patient. The synapse system was added to achieve fusion. Procedure was completed successfully with no harm to patient. This report is 6 of 9 for (B)(4).